Manufacturer narrative:
The tecnis toric acrylic 1-piece intraocular lens, model zct300u310, with serial number (B)(4) has been produced per product specifications. Based on device history review (DHR), review of the non-conforming materials reports revealed that there are no associated nonconformity material reports with respect to this order number. Review of the sterilization records showed no deviations. Results of environmental monitoring records showed no deviations for the associated order number. A review of the raw material/manufacturing procedures was done and did not show any change in process or material. The intraocular lens (iol) was returned to the manufacturer. The lens had one broken haptic. Further investigation was not performed as the initial report indicates the surgeon used a non-approved cartridge. Directions for use (dfu) of tecnis toric acrylic 1-piece, section 5 of selection and placement of the tecnis toric 1-piece iol, amo recommends using the unfolder® platinum 1 series implantation system (the 1mtec30 cartridge and the dk7796 inserter). Alternate validated insertion systems that can be used to insert the tecnis® toric 1-piece lens include the unfolder® emerald-ar series implantation system (with the 1cart30 cartridge), the one series ultra insertion system (the 1vpr30 cartridge and the dk7786 or dk7791 inserters) or any other amo qualified insertion system. Only insertion instruments that have been validated and approved for use with this lens should be used. All pertinent information available to abbott medical optics has been submitted.

Event description:
We received a report that while implanting an intraocular lens (iol) the haptic was stuck in the inserter. The wrong insertion (non-approved) system was used to insert the iol. The surgeon enlarged the incision and removed the lens in one piece. There was no patient injury and the doctor was able to successfully implant the back-up lens within the same procedure. Additional information has been requested but not received.

Manufacturer narrative:
(B)(4). All pertinent information available to the manufacturer has been submitted. Placeholder.

Manufacturer narrative:
The intraocular lens evaluation was previously provided in follow up #1. However, the codes were inadvertently overlooked. This supplemental report provides the codes that were previously discussed. All pertinent information available to the manufacturer has been submitted.